Manufacturer narrative:
Further info surrounding the event has been sought. A supplemental medwatch will be submitted when it has been completed. (B)(4).

Event description:
A retention inspection through the edi catheter produced 0 ml of liquid. Approximately one hour afterwards the pt vomited bedside the edi catheter. (B)(4).